Manufacturer narrative:
This event occurred in (B)(6). No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. The initial result was 156 ng/l. On (B)(6) 2019 the sample was repeated with a result of 10.1 ng/l. This result was believed to be correct. The result in question was not reported outside of the laboratory. The troponin t hs reagent lot number was 370695 with an expiration date of 30-mar-2020.